Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 164 hours of extended bench testing at the customer's settings. The device passed troubleshooting final test, which includes many alarm and ventilation functions. Review of the event trace data revealed two ¿sync er1¿ conditions, and one ¿fan flt1¿ condition. Event trace cannot determine the root cause for the sync er1 conditions, or the ¿fan flt1¿ condition. As a pre-caution the service technician replaced the flow valve. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 experienced a system leak. The customer stated that he could not provide any more details. At this time, it is unknown if there was any patient involvement associated with the reported issue.